Event description:
There have been multiple reports of air in line alarms, but there is no air in line when tubing is inspected and when the tubing is changed the air in line alarm stops. Pumps have been tested and are working properly. I have no patient information on the events. FDA safety report ID#: (B)(4).